Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that dislodgement was observed on both the atrial and rv leads. When repositioning was unsuccessful, lead was explanted and replaced.